Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Suboptimal medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this complaint included: an aortic neck to bifurcation angulation of 52 degrees; and, focal aortic stenosis of 18-19 mm above the aortic neck and at the bifurcation. Twenty months post implant there was evidence to support a type iii a endoleak, and a rupture. There was evidence of aortic component remodeling and a reduction of overlap with stent migration. The secondary procedure was established by a still photo, but the death could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.

Event description:
It was reported that approximately 20 months post implant of a bifurcated, and suprarenal aortic extension, the patient presented with a symptomatic ruptured aneurysm to their local hospital. Reportedly, the patient was symptomatic, and was unstable and had major bleeding and coding. The physician treated the patient with a cook, and a gore graft to stop the proximal leak. However the patient passed from a rupture.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.